Event description:
It was reported that the customer attempted to deliver a bolus; however, a pump message was received indicating that "bolus not delivered." The customer's blood glucose (bg) level was 300 mg/dl. Reportedly, the issue was resolved prior to contacting tandem technical support and the customer continued to use the pump for insulin therapy.